Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low supply voltage in the patient cable was confirmed via log file analysis. The patient cable (lot number: 00000200415) was returned for analysis and two log files were submitted for review. A review of the log files showed overlapping events spanning approximately 2 days (B)(6) 2021 per timestamp). Slightly lower than the expected 14v on the rsoc voltage was captured when connected to the power module with rsoc voltages captured as low as 12.6v and bus voltages as low as 12.9v. Pump operation was not affected. There were no other notable alarms active in the log file. The patient cable (lot number: 00000200415) was functionally tested. The cable was connected to a test system controller, power module, and mock loop. The cable was manipulated by hand and supported the system with no issues or atypical alarms. The power module was able to detect the controller throughout the duration of testing. The resistances of the patient cable conductors were measured with a calibrated digital multimeter and high resistances were noted across the majority of the conductors; however, there were no open leads. The cable was stripped, and no kinks nor other abnormalities were found within the underlying wires. The patient cable was found to be over 2 years old. Per the power module instructions for use (IFU), the product life of the patient cable is two years from the date of first use. A root cause for the reported event of low supply voltage was due to wire fatigue within the underlying conductors of the cable; however, a root cause for the wire fatigue was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the power module patient cable due to the record be unavailable. However, the cable was shipped on 23feb2015. The power module instructions for use (IFU) (rev. B) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. The power module instructions for use (IFU) (rev. B) states under appendix 1, titled ¿technical specifications¿ that the product life of the patient cable is two years from the date of first use. The patient handbook (rev. C) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that banner was showing on the patient monitor to replace the emergency backup battery (ebb). The backup battery was reseated which briefly resolved the issue, however, moments later, the same situation occurred. The power module, system monitor, and patient cables were replaced and the issue had not reoccurred. Log file analysis captured a backup battery not installed event at 10:05 on (B)(6) 2021 and multiple unable to charge ebb events but no further were noted after 12:29. It appeared that the patient power cable was not supplying the proper voltage to charge the controller's internal battery. Controller MFR#: 2916596-2021-06086.